Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly. The customer's blood glucose value was 9.8 mmol/l at the time of incident. The customer was reported that they heard a beep and then checked alarm history. The customer was reported that there was no alarm showed in the history of insulin pump. The customer was assisted with troubleshooting and reported that if beep persist they will call back. The insulin pump will not be returned for analysis.